Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pt experienced increased pain. The pt's pump was replaced due to suspected premature battery depletion or end of life (eol). The pt recovered without sequela. The medications being delivered via the device system were bupivicaine and dilaudid. Additional info has been requested, a follow-up report will be sent if additional info becomes available.